Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. In turn, troubleshooting attempted to no avail. Second attempt to troubleshoot attempted yet the ipg has been deemed unrecoverable. Next course of action is undetermined at this time.